Manufacturer narrative:
B5- lens remains implanted. It was reported that the patient is happy with the results and wears glasses if necessary. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -11.50/1.0/86, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. Refractive surprise after implant was observed. " the patient has got an hyperopia and still smooth loss of ucva. Lens remains implanted.